Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that they had a return of symptoms. The patient said they had their therapy for quite a while and had not done anything with changing it. The patient said that they have been noticing for a while that they had bowel leakage and didn't know if they needed something to go to the bathroom or not. The patient said that they thought that their stimulation was supposed to be in charge of that leakage but didn't know if they needed to increase their therapy or not. The patient said that they did raise their therapy yesterday. The patient said that they were in the hospital where they did an x-ray, and they saw a lot of buildup. The patient said they didn't have a lot of regular movements, so they got them cleaned out. The patient said that ever since they'd been out of the hospital, they had that leakage. The patient said that the hospital had them on stool hardener and stool softener but the patient didn't know if all those "stuff" caused it. The patient said that the leakage just continued for about a month. The patient said that it was very uncomfortable and they had to almost wear a pad afraid they might poop their pants. The patient said that they were taking miralax but when they got cleaned out, they were still going a lot. The patient said that they hadn't had any trouble before other than the fact that they had trouble going that they had to take laxatives intermittently. The patient said that they stopped taking the laxatives but started taking the stool hardener benefiber because all of the sudden they start leaking again. The patient said they started taking benefiber yesterday and this morning they didn't have any leakage at all until they had a bowel movement today and then they had some leakage again. The patient asked about reason why therapy must be increased or decreased. The agent reviewed the therapy guide. The patient was redirected to their doctor. The patient said that they would be seeing their doctor in about a month.